Event description:
It was reported that during a da vinci assisted surgical procedure, the monopolar energy was not functioning. The staff attempted several troubleshooting steps, including swapping out the energy cord, replacing the instrument, moving the energy cable from the top port to the bottom port, and power cycling the erbe unit; however, the issue persisted. To allow the procedure to continue, the staff ultimately swapped out the vision tower with the tower from their x system. Technical support engineer (tse) then requested that staff review the error logs in the erbe unit, and they identified two occurrences of m 02. Tse advised that this issue will require resolution by a field engineer. There was no reported injury. Isi followed up with the initial reporter to obtain additional information, however, at the time, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did ]receive a da vinci product involved with this complaint to perform failure analysis. The xxx was analyzed and found log review revealed errors m 11 and c 06, and recurring m b1 and 4 8a. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe log showed errors m 02, c 84 and m b0. The complaint was not confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.